Event description:
The event involved a customer allegation of a device that smoked and sparked while hooked up to a test animal. The customer reported that the device was removed and when re-plugged into an outlet, the breaker exploded and the device began sparking and smoking heavily. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided. The device was not returned by the customer; therefore, testing could not be performed. If the device is received, a follow-up report will be submitted.